Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis found the customer comment that the mobile programmer crashed was confirmed. It was also determined at analysis that there was a loss of connection. Correction: b5.desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application crashed when returning to the application after checking the printer wireless fidelity settings in the host tablet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application when returning to the application after checking the printer wireless fidelity settings in the host tablet. There was no patient involvement.